Event description:
It was reported that the patient went to see the physician because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and the tubing connecting the right cylinder was found to be cracked. The pump and the cylinder were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, leak tested. Both cylinders had wear at fold in the middle and proximal end of the cylinder. The first cylinder had a hole in the outer tube from input tube wear in the proximal end of the cylinder. No leaks were identified. The second cylinder performed within specification. The pump was visually and microscopically examined. Microscope examination identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the reported hole in the tubing connecting the right cylinder was unable to be confirmed.

Event description:
It was reported that the patient went to see the physician because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed and the tubing connecting the right cylinder was found to be cracked. The pump and the cylinder were replaced. There were no patient complications reported.